Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during an appendectomy procedure, it would not open. Used another device to complete the case. There was no consequence to pt.